Event description:
Patient seen in oncology clinic 4/6/92. Portacath accessed, unable to draw bloofd. X-ray confirmed small kink in portacath near the expecte region of entry into the subclavian vein. Patient returned to clinic 4/10/92. Portacath access, very sluggish draw and flush. X-ray with contrast revealed separation of catheter with distal 2/3 of catheter located within the right atrium and superior vena cava. Patient underwent immediate removal of catheter via right common femoral vein, utilizing thin guide wire snare systemdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, telemetry failure, tubing. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.